Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device system was explanted due to infection. The patient also had a deep vein thrombosis and was put on heparin to treat. A new device system was implanted approximately a week later. No additional adverse patient effects were reported.